Event description:
The customer reported that since the upgrade of the central station and replacement of the mp monitors by mx, for each new patient, the majority of the arrhythmia alarms are disabled. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
The customer reports that since the upgrade of the central unit and the replacement of the mp monitors by mx, with each new patient, the majority of the arrhythmia alarms are deactivated. The customer wants them to be enabled by default on every admission. Procedure for modification of the alarm configuration on the monitor and recording on the profile was sent via email to the customer.based on the information available , the reported problem was not confirmed. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.